Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to deploy. The deployment button was fully depressed and flush with the handle. After removal from the patient, the plug had not detached from the exoseal vcd device. Hemostasis was achieved by manual compression. There is no reported injury to the patient. The procedure was performed using a retrograde approach. There were no obvious signs of device or packaging damage before use. One exoseal device was used on the patient. An unknown sheath was used for the procedure. Suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and there were no obvious calcifications, plaques, stents, or stenosis greater than 50% at or near the puncture site. Prior to using the exoseal vcd, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The physician was certified in the use of the exoseal vcd. Additional information was requested but not provided. The device was not returned for evaluation as expected.